Event description:
An issue was reported involving a malfunction alarm with code malf 12 and a fault ID of 12-0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it, as the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.